Manufacturer narrative:
Concomitant medical products: (B)(4), antibacterial envelope, implanted: (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient developed a pocket hematoma. The hematoma was evacuated, the pocket was revised, and an antibacterial envelope was implanted. Following, the patient developed a pocket infection and the implantable pulse generator (ipg)) system was removed. The patient was treated with antibiotics. It was later learned the patient is deceased. Additional information was requested and it was learned from the physician that while the cause of death is not known, it was multi-factorial with an association to the infection. The patient had a history of disseminated intravascular coagulation and was placed on do not resuscitate status.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.